Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that there was corrosion in the battery compartment and on the returned battery cap. The battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was observed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.